Manufacturer narrative:
Philips has investigated this complaint. Accordingly to the additional information collected fault occurs during diagnostic procedure which is completed by shifting patient another room. The philips remote service engineer (fse) inspected the system remotely and confirmed that generator startup fault and malfunction with the generator. The electrician from the hospital repaired the hospital's power supply box. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: external power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It has been reported to philips that the system would not boot. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.